Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller reported the patient had a fall and was in the hospital. Patient was experiencing pain where the implant was located. The issue began today. Managing doctor (hcp) requested for a manufacturer representative (rep) to check the patient's implant. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed/provided national answering service (nas) phone number and emailed reps for visibility. A rep responded they would call. Additional information was received from a health care professional. Caller states the patient is in the hospital due to a fall and has been there since the 17th. Caller states the patient's ins is moveable in their body and the patient is having some issues with tone as well as "different symptoms" when the ins is moved. The doctor is wondering if pt had a spinal cord injury. Caller was unsure when this began or who the physician is. Caller states they are wanting someone to come and assess the patient's ins. Technical services transferred to nas to page a rep and advised they follow up with the provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that no device/procedure/therapy issue was observed. Unknown, asked and was not answered. Issue is resolved, patient was put into hospice care as she has other medical issues going on that are unrelated to device. Was not given dates.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.